Manufacturer narrative:
Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. The best estimate is zlb00. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3 (no): the device was not returned for evaluation (the lens remains implanted) and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient expressed dissatisfaction with the lenses in her eyes, reporting really bad halos. The patient had cataract surgery 7 years ago. The doctor informed the patient that the lenses have been in place too long to be exchanged. The patient has to cover lights with tape and can no longer drive at night due to the halos. Despite these issues, the patient is happy for her ability to see, as cataracts had previously impaired her vision. The patient also has blurry vision in her right eye. No further information was provided. This emdr report captures the issues reported with patient's left eye. A separate report will be submitted for the patient's right eye.